Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the site had a sureform 60 issue with white reload. It was stated that the site fired 2 blue reloads successfully then on the 3rd fire they used a white reload. The stapler paused a couple times then gave an error message: tissue too thick. Therefore, site removed stapler and white reload and found loose staples in the crotch of the stapler. The staff removed the loose staples and installed a blue reload and fired it with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon assumed that the stapler was inspected. The target tissue was the stomach. The tissue was not calcified, not exposed to radiation or chemotherapy, had no tissue tension, and there was no bunching. No buttress material was used. The surgeon was unable to retrieve the loose staples that fell. There was no unplanned tissue removal. The surgeon used the same stapler with a different reload to resolve the issue. The procedure was completed. There are no images. The patient demographic information was provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site removed the loose staples and installed a blue reload and fired it with no issues. The issue was resolved, and no site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .